Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient underwent shoulder surgery and could not connect to the ipg with their patient controller (pc). Patient could not recall putting the ipg in surgery mode. A company representative met with the patient and was able to recover with the patient's ipg. The device is providing therapy.